Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that an intraocular lens implantation (iol) was explanted 2 months following initial procedure due to trouble seeing to read/blurry vision and glare. The clinical reason was provided as iol power off. The lens was replaced with a monofocal toric lens having same diopter.

Manufacturer narrative:
Information was provided that a non-qualified cartridge was used. The lens diopter was beyond the range qualified for use in the cartridge. A handpiece and viscoelastic were indicated, which are qualified for use with this lens with qualified lens/cartridge combinations. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that, in the surgeon's opinion, a quality issue with the lens did not cause or contribute to the event. It was reported the patient had prior dry eyes and hypertension retinopathy. The multifocal, suspect (1.50cyl), 27.0 diopter (add power +2.2/+3.2) lens was replaced with a monofocal, company (1.50cyl), 27.0 diopter lens. The account indicated the product was not available to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).